Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-05922.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05922. It was reported that the patient experienced a fall. An x-ray was taken and determined that the leads migrated down to t10. As a result, surgical intervention may take place to address this issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05922. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s leads were repositioned. Therapy has been restored post-op.